Event description:
Atrial lead undersensing leading to disruption of discriminators and inappropriate shock for atrial arrhythmia with rapid ventricular response (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).